Event description:
At the arterial pressure was noted. The arterial pressure was noted. The arterial access was recannulated and treatment restarted. High arterial pressure was noted. The arterial access as recannulated and treatment restarted. High arterial pressure high alarm occurred. Alarms could not be resolved as it was determined that the blood in the cartridge circuit clotted. No rinseback performed resulting in a 210cc blood loss. No medical intervention was required.